Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results, generated by the access 2 immunoassay system for one pt. Customer tested a sample for accutni and obtained a result of 0.09ng/ml. Another sample obtained from the same pt when tested the next day gave results of 0.33ng/ml and 1.51ng/ml. The sample was then poured-off and re-analyzed and gave a result of 0.88ng/ml. A third sample (serum) obtained from the same pt when tested gave a result of 0.09ng/ml. It is unclear if the erroneous results were reported outside the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
The customer used plasma and serum sample types for the pt's testing. There were no obvious signs of fibrin or hemolysis present in the pt's samples. Qc was within specifications. Actual qc data was not supplied. The customer re-ran other pt samples previously processed to this event and all repeat results correlated well to the initial results obtained. The customer did not report issues with other assays. Customer technical svc (cts) offered svc and the customer declined due to only having issues with the one pt's results. Customer when contacted at a later time by the cts rep stated that everything appeared to be operating within specifications. A clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.